Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had the pump outside in the sun at an approximate temperature of 70 to 8 degrees (fahrenheit) and the pump declared multiple temperature alarms. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, customer continued using the pump for insulin therapy, and also had manual injection supplies and an alternate pump available.